Event description:
On (B)(6) 2012, the reporter claimed the patient awoke to high blood glucose and was vomiting after the pump lost power. The patient was able to administer insulin via syringe to lower his blood glucose reading to 150's mg/dl at the time of concern. Reportedly, the cartridge was empty but he did not hear any alarm before the subject pump lost power. The reporter claimed the subject pump had intermittent power issue for the past couple of weeks. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. This complaint is being reported because the patient allegedly awoke with symptom suggestive of hyperglycemia after the subject pump lost power.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no alarms related to the complaint in the alarm history. A "reboot" was noted in the history on the date of the alleged event. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. On examination, there was no physical damage to the battery compartment or battery cap. There were no signs of moisture damage to the battery compartment or battery cap and the battery cap measurements were in specifications. On testing, the pump powered on to the verify screen with auditory and vibratory alarms. Alarms for "low" and "replace" battery with visual and audio alerts were verified. The pump was exercised for 29 hours with no delivery issues. No defects were found to the power flex, battery connections, and internal components. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.